Manufacturer narrative:
Complaint evaluation: the device was received, by bench repair on 07-jul-2021. The noted failure was identified, during inspection of the device, by an authorized bench technician. As a result of the issue, it was determined, that the display face plate, front case and the label set would need to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation. It was determined, that this was a malfunction of the display face plate, front case and the label set . The display face plate, front case and the label set were replaced to resolve the reported issue. And the device was scheduled to be returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device had front button damage. There was no patient involvement.